Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to wear of the scope cover packing, water tightness was lost. Due to deformation of the upward/downward and right/left angulation control knobs, water tightness was lost. Switch 1 had a cut. The scope cover had a crack. The grip had a scratch. The following parts had discoloration: the air/water cylinder, the suction cylinder, the scope connector cover unit, the scope connector case unit, and the plug unit. Due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The connecting tube had a wrinkle. The universal cord had discoloration, a wrinkle, and a scratch. The protector of universal cord on suction connector side had a cut. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope bowden cable was loose. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had remaining foreign material from previous procedures. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.